Manufacturer narrative:
Pharmacovigilance comments: the serious events of abscess and purulent discharge were considered expected and possibly related to the treatment. Serious criteria include the need for medical intervention with drainage and antibiotic treatment. The non-serious expected events of implant site pain, implant site oedema, and the non-serious unexpected events of flushing and eschar were considered possibly related to the treatment. The non-serious event of gingival abscess was considered unexpected and unrelated to the treatment. Potential etiologies include gingival infection and intravascular damage considering the patient's previous rhinoplasty. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154).

Event description:
Case (B)(4) is a spontaneous report sent on 10-apr-2018 by a physician which refers to a female patient (unknown age). No information about concomitant medication, history of allergies or previous filler treatments. The patient's medical history included rhinoplasty. On (B)(6) 2018, the patient received treatment with restylane lidocaine, 0.5 ml to upper nasolabial folds and 0.5 ml to the back and tip of the nose using a needle (unknown lot number and injection technique). Three days later, on (B)(6) 2018, the patient experienced pain and oedema of nose tip(implant site pain)(implant site oedema) and intense flushing(flushing). The patient did not have a fever. The patient underwent antibiotic therapy based on levofloxacin [levofloxacin] at the dose of 500 mg x 2. At the time of initial reporting the antibiotic therapy was still ongoing. Six days after the treatment, on (B)(6) 2018, the physician reported abscess evolution(abscess) with drainage of material purulent-like(purulent discharge) and eschars on the nasal tip(eschar). At the time of initial reporting the intense flushing was resolving. The physician also reported the concomitant onset of a gingival abscess(gingival abscess) that appeared three days after the treatment with the medical device, and was diagnosed during a dental examination. The dentist advised the patient to continue the antibiotic therapy. The patient was treated locally with iruxol (collagenase + chloramphenicol) [collagenase][chloramphenicol]. The case has been assessed as serious by the reporting physician. Outcome at the time of the report: pain and (oedema) of nose tip was unknown. (Pain) and oedema of nose tip was unknown. Intense flushing was recovering/resolving. Abscess evolution was unknown. Material purulent-like was unknown. Eschars on the nasal tip was unknown. Gingival abscess was unknown.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-apr-2018 by a physician which refers to a female patient (unknown age). No information about concomitant medication, history of allergies or previous filler treatments. The patient's medical history included rhinoplasty. On (B)(6) 2018, the patient received treatment with restylane lidocaine (lot 15617, expiry date 30-apr-2020), 0.5ml to upper nasolabial folds and 0.5ml to the back and tip of the nose using a needle (unknown lot number and injection technique). Three days later, on (B)(6) 2018, the patient experienced pain and oedema of nose tip(implant site pain)(implant site oedema) and intense flushing(flushing). The patient did not have a fever. The patient underwent antibiotic therapy based on levofloxacin [levofloxacin] at the dose of 500mg x 2. At the time of initial reporting the antibiotic therapy was still ongoing. Six days after the treatment, on (B)(6) 2018, the physician reported abscess evolution(abscess) with drainage of material purulent-like(purulent discharge) and eschars on the nasal tip(eschar). At the time of initial reporting the intense flushing was resolving. The physician also reported the concomitant onset of a gingival abscess(gingival abscess) that appeared three days after the treatment with the medical device, and was diagnosed during a dental examination. The dentist advised the patient to continue the antibiotic therapy. The patient was treated locally with iruxol (collagenase + chloramphenicol) [collagenase][chloramphenicol]. The case has been assessed as serious by the reporting physician. Outcome at the time of the report: pain and (oedema) of nose tip was unknown. (Pain) and oedema of nose tip was unknown. Intense flushing was recovering/resolving. Abscess evolution was unknown. Material purulent-like was unknown. Eschars on the nasal tip was unknown. Gingival abscess was unknown. Tracking list: v. 0, initial v. 1, several follow-up attempts with the reporting physician was performed without any success. New version of the case was opened in order to submit a final report. V. 2, fu information received on 16-may-2018: physician provided the lot number (15617) and expiry date. The reporting physician's details (name and "address") were provided on 21-may-2018.

Manufacturer narrative:
Pharmacovigilance comments: the serious events of abscess and purulent discharge were considered expected and possibly related to the treatment. Serious criteria include the need for medical intervention with drainage and antibiotic treatment. The non-serious, expected events of pain and oedema at the implant site, and the non-serious, unexpected events of flushing and eschar were considered possibly related to the treatment. The non-serious event of gingival abscess was considered unexpected and unrelated to the treatment. Potential etiologies include gingival infection, and intravascular damage or altered anatomy associated with the previous rhinoplasty. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: no potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. Exemption number: e2015005. Galderma laboratories, l.p. (Importer registration number: (B)(4)) is submitting the report on behalf of q-med ab (manufacturer registration number: (B)(4)).

Manufacturer narrative:
Pharmacovigilance comments: the serious events of abscess and purulent discharge were considered expected and possibly related to the treatment. Serious criteria include the need for medical intervention with drainage and antibiotic treatment. The non-serious expected events of implant site pain, implant site oedema, and the non-serious unexpected events of flushing and eschar were considered possibly related to the treatment. The non-serious event of gingival abscess was considered unexpected and unrelated to the treatment. Potential etiologies include gingival infection and intravascular damage considering the patient's previous rhinoplasty. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: the lot number was not reported. Exemption number: e2015005. Galderma laboratories, l.p. (Importer registration number: (B)(4) is submitting the report on behalf of q-med ab (manufacturer registration number: (B)(4).

Event description:
Case reference number: (B)(4) is a spontaneous report sent on (B)(6) 2018 by a physician which refers to a female patient (unknown age). No information about concomitant medication, history of allergies or previous filler treatments. The patient's medical history included rhinoplasty. On (B)(6) 2018, the patient received treatment with restylane lidocaine, 0.5ml to upper nasolabial folds and 0.5ml to the back and tip of the nose using a needle (unknown lot number and injection technique). Three days later, on (B)(6) 2018, the patient experienced pain and oedema of nose tip(implant site pain)(implant site oedema) and intense flushing (flushing). The patient did not have a fever. The patient underwent antibiotic therapy based on levofloxacin [levofloxacin] at the dose of 500mg x 2. At the time of initial reporting the antibiotic therapy was still ongoing. Six days after the treatment, on (B)(6) 2018, the physician reported abscess evolution(abscess) with drainage of material purulent-like(purulent discharge) and eschars on the nasal tip (eschar). At the time of initial reporting the intense flushing was resolving. The physician also reported the concomitant onset of a gingival abscess (gingival abscess) that appeared three days after the treatment with the medical device, and was diagnosed during a dental examination. The dentist advised the patient to continue the antibiotic therapy. The patient was treated locally with iruxol (collagenase + chloramphenicol) [collagenase][chloramphenicol]. The case has been assessed as serious by the reporting physician. Outcome at the time of the report: pain and (oedema) of nose tip was unknown. (Pain) and oedema of nose tip was unknown. Intense flushing was recovering/resolving. Abscess evolution was unknown. Material purulent-like was unknown. Eschars on the nasal tip was unknown. Gingival abscess was unknown. Tracking list: v. 0, initial v. 1, several follow-up attempts with the reporting physician was performed without any success. New version of the case was opened in order to submit a final report.